Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Batch # u93098. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  The following information was requested, but unavailable: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that the clamp blocked during the use. It was impossible to staple. The clamp was changed.